Event description:
It was reported that during an lar procedure that the blade was burned and its temperature went up. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.